Manufacturer narrative:
(B) (4), work order search. Results: a work order search was performed and there were no similar complaints found. Conclusion: based on the complaint history and the work order search, we were unable to determine a specific root cause of the event. (B) (4).

Event description:
It was reported that the surgeon felt resistance as he attempted to insert a micl 12.6 implantable collamer lens and the lens tore in the injector. There was no pt contact.